Manufacturer narrative:
Correction: b1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# , serial# nld108588n, implanted: explanted: product type: programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: nld108588n, ubd:, UDI#: 00763000241988. H3: analysis of the device, model # 97745, s/n nld108588n, revealed unit badly corroded. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated their controller went dead middle of the night on wednesday. Pt said the controller shorted out in their hand. Pt said they tried all the troubleshooting already; such as leaving controller plugged in for 12 hours and trying aa batteries, but controller still wouldn't turn on. Pt mentioned they were in a lot of pain because they use the stimulator for pain. Pt plugged controller into ac power without the li battery and reported the screen was still blank. The person assisting pt said the green light was on ac power supply cord and there was no damage to ac power or controller port. The issue was not resolved. Pt and a patient representative (pt rep) called in stating they got the replacement controller. During the call, it was confirmed the equipment was functioning as expected and pt was able to turn stimulation back on and feel the stimulation. Pt rep stated they may have entered the wrong date when pairing the controller to the stimulator. Patient services specialist (pss) reviewed how to correct the date and time. Pt was currently charging with 60% showing on the stimulator.